Event description:
It was reported that prior to use the barrel of syringe and plunger rod were discovered to be broken with a bd plastipak¿ 10ml syringe slip tip. The following information was provided by the initial reporter, translated from portuguese to english: 10 ml syringe damage (broken). The crack was found in the barrel and the plunger rod. The incident was noticed before the use. There is 3 units of sample available.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and the maintenance occurrence #(B)(4) potentially related to the defect was observed. Sample of reported incident were received for analysis and it was possible to verify barrel cracked in 3 samples and plunger damaged in 1. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at another syringes. For plunger rod broken occurrence the potential cause is associated according the maintenance order to a jam at assembly station. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the barrel of syringe and plunger rod were discovered to be broken with a bd plastipak 10ml syringe slip tip. The following information was provided by the initial reporter, translated from (B)(6) to english: 10 ml syringe damage (broken). The crack was found in the barrel and the plunger rod. The incident was noticed before the use. There is 3 units of sample available.